Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was implanted with an ams perigee system on (B)(6) 2010, and another non-ams pelvic mesh product. It was reported that the pt experienced pain, suffering, disability, and impairment.